Manufacturer narrative:
The reported complaint of a leak through the vent could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Corrected information can be found in e4 and h6 component code.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event occurred between (B)(6) 2025 to (B)(6) 2025 and involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger where it was reported there was leaking from the vent. There was patient involvement, no patient harm and unknown delay in therapy.